Event description:
Patient was revised to address screws which were causing pain (left side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.